Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that right ventricular (rv) lead exhibited over sensed noise and inadequate capture. No intervention was performed. There were no patient consequences.